Event description:
Per the clinic, the patient experienced infection with pus and drainage at the abutment site. Subsequently, the patient was treated with steroid cream (date and duration not reported), oral and topical antibiotics (date and duration not reported). The patient also underwent a cauterization procedure with silver nitrate on (B)(6) 2024; however, the issue could not be resolved. The abutment was removed.